Event description:
The customer returned the product with no information. No patient injury was reported. More information was received from the customer that the alarm powers on, but intermittently alarms. This was discovered prior to use on a patient.

Manufacturer narrative:
(B) (4). (B) (4).